Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but was unable to reproduce error. Fse inspected all voltages from the power supply, all were within specifications. Fse attempted several part replacements that didn't resolve error but introduced error 2332 no test cup in sample rack. Fse requested a test cup read via maintenance menu, and error 3139 occurred. Fse resolved complaint by replacing the test cup reader assembly. Fse checked the test cup assembly alignment, ran a test cup read test without error, validated analyzer by running quality control without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [3139] analog +15v low. Cause: analog +15 v voltage low status was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the analog +15 v; [3033] substrate temp. L-limit error: cause: the substrate temperature fell below the lower limit (34 c). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t160. It is necessary to switch the main power on again; [3034] detector temp. L-limit error: cause: the detector temperature fell below the lower limit (standard: 32 c). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t200. It is necessary to switch the main power on again; [2332] no test cup in sample rack: cause: the necessary test cup is not set in the rack. Action: set the test cup at the specified position in the rack. If the test cup has been set, adjust the positions of sensors s080 and s082. The most probable cause of the reported event is due to test cup reader failure.

Event description:
The customer reported getting error messages "3139 analog +15v low" , "3033 substrate temp" and "3034 detector temp low" after daily check run on the aia-900 analyzer. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (progii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.